Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by nurse that during use the cardiosave intra aortic balloon pump (iabp) started showing over temperature alarm. There was no patient harm or injury.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 it was reported by the customer through a direct call to the emergency support program that during use the cardiosave intra aortic balloon pump (iabp) had a system over temperature alarm. The customer reported that the pump¿s vent was originally positioned by a bed that produces heat. The customer repositioned the pump¿s vent away from the bed. The customer also reported that they simply turned off the pump and back on. The therapy resumed and the customer reported that they continued therapy with the same pump. No patient hard or injury reported.

Event description:
N/a